Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7, d11, h6 (no code available (3191) is used to capture the medical device removal and no information available) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad (B)(6) 2019 was reviewed on (B)(6) 2019. (B)(6)2014: the patient underwent a bilateral total knee arthroplasty for osteoarthritis. Attune implants were utilized with depuy cement x2 for left knee and depuy cement x2 for right knee. Patella was resurfaced. No intraoperative complications were noted. (B)(6) 2018: the patient underwent left knee revision due to suspected loosening of tibial tray. Intraoperatively, surgeon found tibial tray loose at implant-cement interface. Femoral and patella components are well fixed and not revised. All other components (tibial tray and insert) were replaced with depuy revision knee components with unknown manufacturer cement. Right knee is unrevised. Doi: (B)(6)2014. Dor of left: (B)(6) 2018 (tibial tray and insert).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address aseptic loosening of the tibia at the cement to implant interface.